Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported backflow of solution. The unspecified primary tubing set was being used to deliver 1l of normal saline via a pump. The secondary tubing set was being used for piggyback delivery of an unspecified antibiotic. The primary solution container was lowered below the secondary solution container. After an unspecified length of time in use, it was noted that the solution from the secondary solution container was flowing up into the primary solution container. The secondary and primary tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.